Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate. Additionally, the pump's bolus calculations were reportedly inaccurate. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.